Event description:
It was reported that during an attempted implant, the guidewire became stuck within the lead once the helix was deployed. Upon retracting the helix, the guidewire was easily removed. The physician elected to remove and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated stretching and damage at implant. The analyst noted the helix is slightly bent, however measures within specifications. The lead was noted to be damaged at the implant attempt.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).